Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor tubing guide roller came loose. Additional information was obtained during follow-up with the biomed and area technical operations manager (atom). The event occurred approximately 20 minutes after treatment initiation. The patient had approximately 3h40minutes of treatment time remaining. The machine was not alarming when the staff was alerted to the issue. A blood leak was noted at the blood pump tubing segment of the fresenius combiset smartech bloodlines and treatment was paused. The patient did not experience a serious injury or require medical intervention. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 370 ml. The blood pump rotor was replaced. The patient was able to complete treatment on the same machine with new supplies. A puncture was identified within the blood pump tubing segment of the bloodlines. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The rotor was returned with one of the rear sleeve loose and damaged. The damaged sleeve can be easily removed from the guide pin. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during the test. The damaged sleeve stayed on the guide pin without dislodging throughout the test. The reported issue is not confirmed as it could not be replicated during testing with the returned sample. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor tubing guide roller came loose. Additional information was obtained during follow-up with the biomed and area technical operations manager (atom). The event occurred approximately 20 minutes after treatment initiation. The patient had approximately 3h40minutes of treatment time remaining. The machine was not alarming when the staff was alerted to the issue. A blood leak was noted at the blood pump tubing segment of the fresenius combiset smartech bloodlines and treatment was paused. The patient did not experience a serious injury or require medical intervention. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 370 ml. The blood pump rotor was replaced. The patient was able to complete treatment on the same machine with new supplies. A puncture was identified within the blood pump tubing segment of the bloodlines. The sample is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor tubing guide roller came loose. Additional information was obtained during follow-up with the biomed and area technical operations manager (atom). The event occurred approximately 20 minutes after treatment initiation. The patient had approximately 3h40minutes of treatment time remaining. The machine was not alarming when the staff was alerted to the issue. A blood leak was noted at the blood pump tubing segment of the fresenius combiset smartech bloodlines and treatment was paused. The patient did not experience a serious injury or require medical intervention. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 270 ml. The blood pump rotor was replaced. The patient was able to complete treatment on the same machine with new supplies. A puncture was identified within the blood pump tubing segment of the bloodlines. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5 (estimated blood loss).

Manufacturer narrative:
Correction: a4 (weight in kgs).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor tubing guide roller came loose. Additional information was obtained during follow-up with the biomed and area technical operations manager (atom). The event occurred approximately 20 minutes after treatment initiation. The patient had approximately 3h40minutes of treatment time remaining. The machine was not alarming when the staff was alerted to the issue. A blood leak was noted at the blood pump tubing segment of the fresenius combiset smartech bloodlines and treatment was paused. The patient did not experience a serious injury or require medical intervention. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 370 ml. The blood pump rotor was replaced. The patient was able to complete treatment on the same machine with new supplies. A puncture was identified within the blood pump tubing segment of the bloodlines. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor tubing guide roller came loose. Additional information was obtained during follow-up with the biomed and area technical operations manager (atom). The event occurred approximately 20 minutes after treatment initiation. The patient had approximately 3h40 minutes of treatment time remaining. The machine was not alarming when the staff was alerted to the issue. A blood leak was noted at the blood pump tubing segment of the fresenius combiset smartech bloodlines and treatment was paused. The patient did not experience a serious injury or require medical intervention. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 370 ml. The blood pump rotor was replaced. The patient was able to complete treatment on the same machine with new supplies. A puncture was identified within the blood pump tubing segment of the bloodlines. The sample is available to be returned to the manufacturer for physical evaluation.